Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter's port membrane was "moved backwards", and blood leaked from the port during use. The following information was provided by the initial reporter: ""we can clearly see the membrane is moved backwards". He is her referring to the membrane in the port of a venflon pro safety. We have no information on the patient or outcome." "Every time they have had back flow and leakage from the port access (and they reuse this port many times at their anesthesia ward)."

Manufacturer narrative:
H.6 investigation summary: one actual sample. Upon visual inspection it was observed that the valve within the cannula hub had moved which can lead to leakage; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of the leakage is due to the injection valve moving within the cannula hub. A trend for the moving injection valve has been observed for this product line. CAPA#1379444 has been initiated to address this issue. Complaint trend would also be monitored. A project has been started to further determine the reason for the moving injection valve in the venflon pro safety so that a fix can be made to further prevent this issue. Customer complaint trends will also continue to be evaluated on a monthly basis. H3 other text : see h.10.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter's port membrane was "moved backwards", and blood leaked from the port during use. The following information was provided by the initial reporter: ""we can clearly see the membrane is moved backwards". He is her referring to the membrane in the port of a venflon pro safety. We have no information on the patient or outcome." "Every time they have had back flow and leakage from the port access (and they reuse this port many times at their anesthesia ward)."